Manufacturer narrative:
(B)(4). Additional info: the intraocular lens (iol) was returned to the manufacturing site for investigation. The sample was inspected at 10x microscope magnification where surface particles and viscoelastic residue were observed in the lens, and confirmed lens was handled. One of the lens haptics was broken and missing. Manufacturing defects were not identified in the return sample. The reported complaint issue was not verified. The possible cause for the haptic detachment could be related to operational use of the lens and encountered during the surgical preparation and use of the lens. The manufacturing records were reviewed. There were no non-conformances or deviations encountered in the production order. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints was conducted and revealed that no other complaints for this production order were received to date. The lens met specification prior to release. Labeling review was performed. The directions for use (dfu) provide the physician with proper usage instructions and guidelines. The reported issue is not directly referenced in the dfu; however, the dfu states that physicians considering lens implantation under any of the following circumstances should weigh the potential risk/benefit ratio for patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was put in the patient's eye and then removed. Additional information was obtained from the reported facility that the lens was inserted and removed during the same procedure. There was no incision enlargement, but a vitrectomy was required. No further information was provided.